Event description:
Initial report: "leak." Follow up: "leak at collar near tubing collar tubing junction."

Manufacturer narrative:
Taper ii. Visual examination of the returned device determined the access port tubing connector to be a taper ii. Further info from the reporter regarding the implant date has been requested. Allergan has received the product; however, the analysis results are pending at this time. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."